Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the threaded inserter broke at the front from the top. Device fragment remained in patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual examination of the returned instrument did not identify crack, fracture or breakage. One of the tangs of the inserter found to be bent outward, consistent with bending stresses. If information is provided in the future, a supplemental report will be issued.